Event description:
Sometimes the magnet valve unit doesn't open the way it should in order to function. Sometimes it doesn't close, so the gas keeps coming to the ventilator=overpressure. There was no pt injury.

Manufacturer narrative:
Magnet valve the failure of the magnet valve was found to be related to the use of an inadequate spider pattern inside the magnet valve. The supplier has returned to the use of the original standard pattern. Co has determined that no field upgrade will be necessary.